Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: samples received: 2 open pouches. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured. There are no units in OEM stock. We have received 2 open samples with the needle detached from the thread. Both needles are inside the packs. One sample has thread still wound on the pack. Without any closed samples we cannot carry out an analysis in order to make a decision about needle detachment defect. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the in process control results when this batch was manufactured.

Event description:
Country of complaint: (B)(6). On one sample - the needle was stuck under sponge. Detached when pulled. On second sample - needle was not attached when opened.